Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was when the patient tried to connect to the ins, a message was displayed that stated system update needed with code 303. The caller connected with the clinician app and it displayed a message with code 00 01 00 f0. The caller pressed continue and proceeded into the programming session. The patient information was not entered. The patient's name, ins location, lead information, and therapy information was deleted from the ins. The caller programmed the ins with the patient information and created a new program. The caller was able to turn stimulation on and the patient was feeling stimulation. The caller ended the session with the clinician app and when they connected with the handset got the same 303 error. The caller connected with clinician app got the same message with code 00 01 00 f0. Once again, the tablet showed that the ins was not programmed. The caller created an mdt file. The caller ended the session, reinterrogated, and got the same error message with code 00 01 00 f0. The caller reset the ins with the clinician app reset neurostimulator function. The caller attempted to connect to the ins again. The tablet displayed a message confirming that the ins was reset. The app then displayed a validation error with code 11 01 00 00. The ins did retain the patient information including lead information but the therapy programming information was not on the device. The caller reentered the therapy programming information. The caller ended the clinician application session and reconnected with the tablet. The app connected to the ins and an error message was not displayed; the therapy programming was saved. The caller ended the session with the clinician application. The caller connected to the ins with the patient application and it connected without displaying an error message. The patient reported that they did not have any surgical procedures. They did have x-rays recently.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID a72400 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a71400 serial# unknown: product type software product ID a72400 serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The software version for a71400 (1.0.2969) was provided.